Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, type, dose, and concentration unknown, for intractable spasticity. The patient had swelling on the left side of his body; his left leg was swelling. He also had pain in his upper back and his arms/neck were cramping. Date of onset was reported to be (B)(6) 2016. It was stated that the pump works, but the patient was experiencing more cramps in the leg and it was pulling on his legs and spine. It was also reported that there had been issues at pump implant (date of implant (B)(6) 2016). The pump had to be removed and re-implanted. The reason was unclear. Follow-up is being conducted to obtain all information relevant to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.